Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Review of the system data indicated there has been a gradual rise in the impedance measurements for the past six months. At this time, no changes have been made and the rv lead remains in service. No adverse patient effects were reported.